Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was use error, inappropriate bypass of the drain, not including I-drain. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass the drain phase. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. A service history review were also performed. A service history review revealed no previous service events were related to the reported condition. A review of the label for the product family will be conducted. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2014 at 23:54:11. During night drain cycle four, the patient's ultrafiltration reading was 2062ml, indicating the home patient drained 2062ml more than their maximum programmed fill volume of 3000ml. No further information was available.